Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported the emergency medical service was called because their alerts were turned off by the trainer. The customer's blood glucose was 72 mg/dl. The customer was treated with sugar and an glucose injection. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.